Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. A 3.0x16mm ion stent delivery system (sds) was advanced to treat a lesion in the left anterior descending coronary artery (lad). Prior to deployment, the sds was pulled back and the stent dislodged from the balloon in the lad. A series of balloons were used to successfully deploy the stent in the lad. No additional complications were reported.